Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The site reported that while doing a system checkup on their demo unit in their warehouse, the gantry was not moving in the c direction. It was observed that the x drive assembly was sheared off. There was no patient present during this event.